Manufacturer narrative:
The customer has been contacted by stryker to return the device for maintenance. The customer has confirmed that the device will not be returned to stryker. The customer has not solved the issue with the device and will put it out of service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device has a frozen display. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.